Manufacturer narrative:
Bayer case number: (B)(4) back pain [back pain] , cervico-brachial neuralgia in the pelvis [cervicobrachialgia] , neuralgia in hips & lower limb [neuralgia] , sleep disorder [sleep disorder] , difficulty concentrating [concentration impairment], vertigo [vertigo] , tiredness [tiredness] , repeated otitis [otitis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 08-sep-2025. The most recent information was received on 13-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 43 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (who has given birth twice). Insertion of tubal implants (essure) under hysteroscopy on (B)(6) 2007: 1- under general anaesthesia. 2- easy introduction of the storz hysteroscope. 3- visualisation of a normal-sized uterine cavity. 4- the tubal ostia are identified and free. 5- easy placement of the implant in the left fallopian tube. Visualisation of 4 turns of coil in the cavity. 6- placement of the implant in the right fallopian tube. Visualisation of 4 turns of coil in the cavity. 7- a follow-up x-ray will be performed at three months. Previously administered products included: copper iud, iud nos and cerazette. Past adverse reactions to the above products included: vaginal infection with copper iud and actinomycosis with iud nos. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 23 days after essure (ess205) insertion, she experienced back pain (seriousness criterion medically important), cervicobrachial syndrome ("cervico-brachial neuralgia in the pelvis"), neuralgia ("neuralgia in hips & lower limb"), sleep disorder ("sleep disorder"), disturbance in attention ("difficulty concentrating"), vertigo ("vertigo"), fatigue ("tiredness") and ear infection ("repeated otitis"). At the time of the report, none of the events had resolved. No causality assessment was received for essure (ess205) with regard to back pain, cervicobrachial syndrome, neuralgia, sleep disorder, disturbance in attention, vertigo, fatigue or ear infection. The reporter commented: patient's current status: persistence of the symptoms randomly. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Back pain, cervico-brachial neuralgia in the pelvis [cervicobrachialgia], neuralgia in hips & lower limb [neuralgia], sleep disorder, difficulty concentrating [concentration impairment], vertigo, tiredness & repeated otitis. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 08-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (who has given birth twice). Previously administered products included: copper iud, iud nos and cerazette. Past adverse reactions to the above products included: vaginal infection with copper iud and actinomycosis with iud nos. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 23 days after essure (ess205) insertion, she experienced back pain (seriousness criterion medically important), cervicobrachial syndrome ("cervico-brachial neuralgia in the pelvis"), neuralgia ("neuralgia in hips & lower limb"), sleep disorder ("sleep disorder"), disturbance in attention ("difficulty concentrating"), vertigo ("vertigo"), fatigue ("tiredness") and ear infection ("repeated otitis"). At the time of the report, none of the events had resolved. No causality assessment was received for essure (ess205) with regard to back pain, cervicobrachial syndrome, neuralgia, sleep disorder, disturbance in attention, vertigo, fatigue or ear infection. The reporter commented: patient's current status: persistence of the symptoms randomly. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. [Pathology test] on (B)(6) 2007: insertion of tubal implants (essure) under hysteroscopy. 1- under general anaesthesia. 2- easy introduction of the storz hysteroscope. 3- visualisation of a normal-sized uterine cavity. 4- the tubal ostia are identified and free. 5- easy placement of the implant in the left fallopian tube. Visualisation of 4 turns of coil in the cavity. 6- placement of the implant in the right fallopian tube. Visualisation of 4 turns of coil in the cavity. 7- a follow-up x-ray will be performed at three months. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.